Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction that consisted of a rash with redness, inflammation and pustules at the sensor patch adhesive. The patient went to the emergency room (ER) because the rash began to spread and received prescriptions for an oral antibiotic (cephalexin 500 mg every hours) and topical cream (hydrocortisone 1% cream). No additional patient or event information is available.